Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital's biomedical engineer was instructed to reclose the absorber panel and this cleared the alarm, the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'absorber panel open'. This prevented ventilation and was discovered during pre-use checkout. There is no report of patient involvement.